Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone18.2 cgm sensor type: unknown. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an injury and bleeding at the infusion site (arm) when removing the pod. The patient stated they are taking blood thinners, which may have contributed to the event. The patient also alleged that their blood glucose level rose to 420 mg/dl due to insulin leakage. The patient visited the emergency room, where tape stitches were applied to the infusion site, and was discharged the same day. The pod was discarded.